Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was noted that the device was explanted due to an infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient has developed a growth at the ipg site, and was treated with topical antibiotics. Additional follow up revealed that it was seroma. Patient is to follow-up with an infectious disease specialist as the next course of action.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted and the patient was prescribed antibiotics.

Event description:
Additional information received indicates that the infection has resolved.